Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an attempted implant, high out of range lead impendence was observed. Another lead was implanted to complete the procedure. There were no adverse consequences to the patient.